Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary:loss of external power.

Event description:
The following was reported to hamilton medical ag: summary: loss of external power.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: investigation ongoing. Hamilton medical ag complaint number: (B)(4).